Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported she noticed air bubbles in the insulin cartridge of her infusion device that were not there yesterday. She stated she discovered the air bubbles when she tried to bolus for a meal so she decided to change the cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.